Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up and ok keypad buttons intermittently responded to user inputs during testing and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up/down and ok keypad buttons reportedly unresponsive when pressed. The reporter claimed the buttons do not click and tend to stick. Keypad was reportedly intact. There was no adverse event associated with this complaint.